Event description:
It was reported that during an unknown procedure, the jaws did not open before the 1st firing. There is a possibility that the device was locked out. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? No. The jaws did not open before use. If yes, how was the device removed? Did the jaws eventually open? Yes. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.